Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had unexpected restart. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting and he was able to clear the alarm as well as able to complete the insulin pump rewind. However, the alarm occurred shortly after inserting new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test. (B)(4).